Event description:
It was reported that, during a tibial plateau procedure, the surgeon was attaching aiming arm to the insertion handle to implant a lcp 4.5 mm proximal tibia plate and noted the screw post on the aiming arm was loose. It was also reported that, post-surgery, the device was checked and it was determined that the bolt was stripped and not holding two parts together properly. There was no disruption of surgery or harm to the patient. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional complaint information was received on (B)(4) 2013. Subject device has been received and is currently in the evaluation process. Investigation is on- going; no conclusion could be drawn. Manufacturing documents were reviewed. No complaint related issues were found. Placeholder.